Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pace mode switch and oversensing information. Egms from stored atrial tachycardia (at)/ atrial fibrillation (af) episodes show apparent oversensing resulting in mode switches.

Event description:
It was reported that the patient went to the clinic and it was noticed there was inappropriate modeswitching. While device was being reprogrammed, there was t-wave oversensing (twos) noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).